Event description:
It was reported that a patient with history of lung cancer and pvi (pulmonary vein isolation) 10 years ago underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. 100 minutes after the start of procedure, blood pressure dropped and an intracardiac echocardiography (ice) catheter was used to look inside the left ventricle (lv), which revealed a pericardial effusion. Drainage was performed and blood pressure returned. The patient's consciousness was clear. The patient was observed in the critical car unit (ccu). Isolation of pv and svc was performed as normal. During ablation on the roof, there was an increase in contact values at the timing that the patient's breathing became greater. The physician believes that this may be the cause of the problem, as such, the adverse event was procedure related. No abnormalities observed prior to or during use of the product. Atrial septal puncture was performed with rf needle. Ablation was performed prior to cardiac tamponade being noted. Steam pop was not confirmed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31367898l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).